Manufacturer narrative:
Voluntary medwatch report received: mw5163576.

Event description:
Voluntary medwatch received states that the patient presented with vegetation, endocarditis and the right atrial (ra) lead explanted due to infection. The patient experienced no consequences.